Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h3, h4, h6 and h10. The device was returned to olympus for evaluation. Service confirmed the customer's complaint. They found the plastic distal end cover was dented and scratched with insulation failure. They also found the bonding part of the black covering of the bending section was cracked. The device was repaired and returned to the customer. Based on the results of device evaluation and the legal manufacturer's investigation, it was highly possible that impact such as hitting or dropping was applied to the endoscope¿s distal end. The IFU warns the user about applying impact to the distal end. Olympus determined that the user¿s handling may have deviated from IFU which states: "important information - please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing, if additional information becomes available after the device is evaluated, a supplemental report will be filed.

Event description:
A user facility reported a cracked videoscope. The tip of the scope is fractured and cannot be used. No patient involvement or injuries were reported. No additional information has been obtained.